Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump was tested with liquid filled reservoir and no air bubble anomaly noted. The test transmitter communicated properly to the pump. The blood glucose meter test communicated properly to pump. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The test transmitter communicated properly to the insulin pump. The blood glucose meter test communicated properly to the insulin pump. Device received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 211 mg/dl and the sensor glucose was 160 mg/dl at the time of the incident. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer is unsure of the event that caused sg values to fall low. No damage to the device or the patient was noted during the troubleshoot. Customer was advised to monitor the sensor and call back if they need more help. Nothing was returned or shipped.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly was noted. The test transmitter communicated properly to the pump. The blood glucose meter test communicated properly to pump. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.